Manufacturer narrative:
A visual inspection was performed on the returned device. The reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported shaft separation appears to be related to circumstances of the procedure, as it is likely the device interacted with the heavily calcified anatomy during advancement, which likely kinked the shaft, ultimately causing the reported shaft separation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified unspecified lesion. The 3.0x23mm multi-link 8 stent delivery catheter fractured during advancement. It was not reported how the distal portion was retrieved. There was no adverse patient sequela reported. No additional information was provided.